Event description:
It was reported that the device was explanted tue to extended charge time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event extended charge time was not confirmed in the laboratory. The device's functionality was tested manually through bench testing and on our automated electrical testing system. The device met all test specification and no anomaly was found.